Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with prolite implant and bilateral anterior paravaginal repair of cystocele due to 3rd degree cystocele and severe genuine urinary incontinence. It was reported that following insertion, the patient experienced excessive vaginal discharge, dyspareunia, recurrent incontinence and vaginal pain. It was reported that on (B)(6) 2010, the patient underwent abdominal sacrocolpopexy, posterior colporrhaphy, placement of vaginal packing, placement of on-q pain pump mesh and placement of prolite mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.